Event description:
It was reported the port was implanted for one-two years. The catheter was found broken. The catheter was separated from the port. The separated catheter was removed in the catheter room and the ports were removed by surgery.